Event description:
Event description guidant received information that the patient with this pacemaker experienced a syncopal episode. The device was included in the population affected by both failure mode 1 and 2 communications described in the insignia/nexus advisory issued on september 22, 2005. However, a hex dump was obtained on the device and there was no evidence of a malfunction of the crystal oscillator component.